Event description:
Facility reported, that upon opening the packaging of this device, it was noticed that the arterial line was severely kinked. No patient ill effect. The sample is available for evaluation.